Event description:
It was reported by service report that the bed was moving up by itself. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: stuck button on the head right siderail.